Manufacturer narrative:
Correction d6 - date of implant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report: 1627487-2020-21586. It was reported that during a permanent implant procedure on (B)(6) 2020, the stylet was unable to be completely removed from the lead. As a result, the physician cut the stylet and left a small portion in the patient. Impedance was normal, and therapy was established post procedure. No further information is available at this time.